Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument RMA was reopened to update root cause from user to component failure to align with originally identified root cause for this failure mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting not stable at the wrist joint, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Additionally, the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the grip routing. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint regarding not stable at the wrist joint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument was not stable at the wrist joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. There was no patient injury.